Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for four patients using the elecsys ft3 iii (ft3) assay on the cobas e 411 immunoassay analyzer (e411). All results are in units of pmol/l. Repeated results were obtained from the original sample. Results were not reported to medical personnel. Patient a: the initial result was >50.00 with a data flag. The repeat results were 11.49, 5.15, and 5.20. Patient b: the initial result was >50.00 with a data flag. The repeat results were 4.73 and 4.87. Patient c: the initial result was >50.00 with a data flag. The repeat results were 4.48 and 4.63. Patient d: the initial result was 7.62. The repeat results were 4.61 and 4.81. There was no allegation of an adverse event for any of the patients. The ft3 reagent lot number is 17902601 with an expiration date of 08/31/2017. After the initial results, the customer performed a mixing check and checked the reagent for bubbles. They noticed peripheral foam in the tsh reagent pack compartment and one peripheral bubble in the ft3 reagent. All other test reagents were without any bubbles. The customer removed the foam and bubble and performed the mixing check again, which was acceptable. The customer then proceeded to obtain the additional results. A review of the available calibration and qc data found the results were within permissible range. However, level 1 and 2 controls were not performed on the day of the event until after the initial and second results were already obtained. Therefore, it was not possible to detect bubbles or foam in the reagent at the time of those results. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. Based upon the available information, a general reagent issue can be excluded. Possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte. An additional possible root case may be related to pre-analytics (e.g. Clot formation during incubation, leading to secondary clotting and fibrin filaments), but this could not be confirmed as additional information was not provided.